Event description:
It was reported on (B)(6) 2026, during the surgery, on the scrub table, the surgical technician was affixing a greater trochanter ring attachment plate to a periprosthetic proximal femur plate when the attachment bolt became lodged in the receiving threads. The bolt was unable to achieve proper torque as it fell short of depth, then required pliers to get the two pieces apart. There was no knowledge or evidence that either implant had been connected before this instance. No surgery delayed due to the reported event. A different plate was used. Procedure was successfully completed. No fragments generated. No patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.